Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, dyspnea, diaphoresis, and chest pain occurred. In (B)(6) 2009, clinical assessment identified subject's qualifying condition as stable angina (ccs classification 3). The subject was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was an 80% stenosed lesion located in the proximal left anterior descending artery (lad). The lesion was 18 mm long with a reference vessel diameter of 4.0 mm and treated with pre-dilatation and placement of a 4.00 x 20 mm promus element study stent with 0% residual stenosis following post-dilatation. Target lesion #2 was an 85% stenosed lesion located in the mid right coronary artery (rca). The lesion was 18 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement of a 3.0 x 20 mm promus element study stent with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel the following day. In (B)(6) 2011, the subject presented with chronic angina. He stated he had shortness of breath with minimal exertion, and with continued activity experienced chest pain. He also reported intermittent chest pain at rest associated with diaphoresis and shortness of breath. Per core lab report: "study stent widely patent. Remote tvr to 1st diagonal." The subject was discharged on aspirin and prasugrel and the event resolved without residual effects.

Event description:
(B)(6) clinical study. It was reported that post coronary stenting treatment procedure, dyspnea, diaphoresis, and chest pain occurred. In (B)(6) 2009, clinical assessment identified subject's qualifying condition as stable angina (ccs classification 3). The subject was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was an 80% stenosed lesion located in the proximal left anterior descending artery (lad). The lesion was 18 mm long with a reference vessel diameter of 4.0 mm and treated with pre-dilatation and placement of a 4.00 x 20 mm promus element study stent with 0% residual stenosis following post-dilatation. Target lesion #2 was an 85% stenosed lesion located in the mid right coronary artery (rca). The lesion was 18 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement of a 3.0 x 20 mm promus element study stent with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel the following day. In (B)(6) 2011, the subject presented with chronic angina. He stated he had shortness of breath with minimal exertion, and with continued activity experienced chest pain. He also reported intermittent chest pain at rest associated with diaphoresis and shortness of breath. Per core lab report: "study stent widely patent. Remote tvr to 1st diagonal". The subject was discharged on aspirin and prasugrel and the event resolved without residual effects.

Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by manufacturer: device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Manufacturer narrative:
Corrected information: upn corrected from h7493911520300 to h7493911520400. Device lot number corrected from 12363482 to 12319081. Device expiration date corrected from 21-dec-2009 to 08-dec-2009. Device manufactured date corrected from 11-feb-2009 to 27-jan-2009.